Event description:
It was reported patient underwent a left total knee arthroplasty in 2004 and a right total knee arthroplasty on (B)(6) 2003. Patient alleges pain and instability in her right knee resulting in patient falling seven times. Subsequently, patient alleges undergoing surgical repair for her right knee in (B)(6) 2004 and (B)(6) 2005. No components were removed or replaced. Patient further alleges undergoing a right knee revision procedure on (B)(6) 2007 due to a fall caused by instability. All components were removed and replaced. Patient alleges the need for a future right knee revision due to pain and instability. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, PMA/510(k) number, manufacture date ¿ unknown. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.